Event description:
It was reported that patient was seen for routine follow-up on (B)(6) 2025, and the pacemaker battery had less than three months of longevity. At the previous follow-up on (B)(6) 2025, the battery had 1.5 years longevity. It was noted that the patient did have some atrial fibrillation (af) and the ventricular pacing percentage had also doubled from previous. The physician suspected that the pacemaker had prematurely depleted and data analysis by technical services (ts) was requested. A future device replacement was planned for (B)(6) 2025. The pacemaker remains in service. It was additionally reported that ts review of the device data determined that the device was depleting normally. The power consumption was stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion (pbd).

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that patient was seen for routine follow-up on (B)(6) 2025, and the pacemaker battery had less than three months of longevity. At the previous follow-up on (b)(6 2025, the battery had 1.5 years longevity. It was noted that the patient did have some atrial fibrillation (af) and the ventricular pacing percentage had also doubled from previous. The physician suspected that the pacemaker had prematurely depleted and data analysis by technical services was requested. A future device replacement was planned for (B)(6) 2025. The pacemaker remains in service.